Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with hysterectomy and right salpino-oophorectomy due to sui, pop, chronic pain and menometrorrhagia, leiomyoma uteri. It was reported that following insertion the patient experienced infection, urinary problems and dyspareunia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with anterior colporrhaphy and cystoscopy.